Event description:
User experienced a leak coming from the analyzer onto the floor. No pt samples were involved. No operators were harmed. The field service rep determined the cause to be the main water pump was leaking and replaced it. Performance tests were performed.